Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an open sore on her side under the electrode. The sore was bleeding. The patient's physician instructed the patient to remove the lifevest due to a metal allergy. The medical outcome of the sore is unknown.